Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized for high low blood glucose on (B)(6) 2020. Blood glucose reading was 242 mg/dl but got to 500 mg/dl. The customer was treated with intravenous insulin infusion at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.